Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose while using the ilet bionic pancreas and had taken extended periods without entering meal announcements, leading the device to deliver corrective insulin for unannounced meals. Symptoms included hypoglycemia with early low-glucose sensations. Outcomes included user self-treatment of lows without medical intervention or hospitalization, and rapid correction of some lows consistent with compression artifacts and post-hyperglycemia dips. Investigation included review of device data and reports, assessment of cgm trends, and education on appropriate device use and hypoglycemia treatment. Investigation of this case revealed inconsistent use of meal announcements and probable overcorrection of lows, along with intermittent compression-related cgm readings, while the device otherwise functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use pattern, including missed meal announcements and excessive carbohydrate intake for low treatment, with no device malfunction identified.